Event description:
N impella cp device was inserted into the left femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hematuria. The pump was repositioned, patient getting volume, and suction alarms overnight. Hematuria resolved. Position confirmed via echocardiogram. The post-procedure outcome is unknown. While on support, the device functioned at p-4 at 2.7 l/min as intended with d5w sodium bicarbonate in the purge solution. Mechanical circulatory support and potential malposition of the device can contribute to hematuria.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pdi (hematuria) : the cause of the injury was not determined due to insufficient clinical details.